Event description:
The customer called and reported the insulin pump alarmed with a motor error during rewind process and there were further instances of motor errors in the alarm history. Customer's blood glucose was reportedly normal. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.